Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power without low battery indicator. Customer's blood glucose was unknown mg/dl. The customer stated that this is the second occurence off no power without a low battery warning. Customer was advised that the devise would be replaced and agreed to return the product for analysis. The customer was that they may continue to wear the device until replacement arrives if they insert a new battery.